Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not followed up with the hospital. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly is experiencing sound quality issues. Programming adjustments were made, however, the issue was not resolved. Testing revealed results within normal limits. Revision surgery is scheduled.